Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that the patient underwent a lead revision after they were in a car accident and began experiencing an uncomfortable and painful stimulation down their leg when the device was on. Reprogramming was unsuccessful. The patient turned off their device. Stimulation was restored after the revision. There were no additional patient complications.